Manufacturer narrative:
Initial reporter address - (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system continu-flo solution sets were leaking from the middle of the bottom port needleless connector. The issue was identified during patient infusion. The infusions that were running were (1) normal saline and (2) potassium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and the reported condition was not clearly observed via the provided photograph. Due to the nature of the reported problem no additional testing could be performed. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.